Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This issue was observed on all keypad buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/19/2013 with the following findings: no damage was observed to the pump keypad cover. During testing, all of the keypad buttons were completely unresponsive. The keypad cover was removed and no contamination was found under any of the key contacts. Corrosion due to moisture was observed on the keypad flex. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.